Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A technician reported, a tag created during laser assisted cataract surgery caused a posterior capsule rupture. Striae and increased energy were also noted during treatment. Additional information received; the right eye was involved an the procedure was completed without further intervention.

Manufacturer narrative:
The root cause cannot be determined conclusively. (B)(4).